Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized the day after event onset for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes, duration and frequencies not reported). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information was provided as the reporter declined follow up.